Event description:
It was reported that during the atrial fibrillation ablation with farapulse procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that after sheath was prepared mapping and ablation were performed, and the valve was leaking. The valve made a "sucking" sound and air was aspirated into the syringe when the octaray was inserted for the post map and aspiration was performed. The octaray was taken out and aspiration was performed with less air. The physician used thumb to cover the valve, and no air was seen. Octaray was reinserted with an additional aspiration and no issue was observed. The valve was leaking during the post map. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further informed pressure bag was used for the irrigation of sheath. 3. Connect dilator, octaray, and farawave were inside the sheath prior to, and/or at the time, the leak was observed. The leak appeared to be coming from the valve, and it was slow drip. Air was never seen in the sheath, but air was aspirated out. Air was leaking from the proximal end of the handle. The leaking fluid was blood. No air bubbles were observed during the procedure. No other issue has been reported. Total blood loss was minimal. The blood leaking was stopped by the physician putting her thumb over the valve. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.